Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed in the closed position and the jaws would not open after firing. They were able to get the jaws open to remove the device. It is unknown how they were opened. A new device was used to complete the procedure without any impact to the patient. These are all the details currently known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
Additional information was requested on 9/1/2010, 9/8/2010 and 9/13/2010 and no additional information was received.

Manufacturer narrative:
(B)(4). Malformed clip, jaws closed. The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.